Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. It was noted the remote monitor had a red light and was not working. The monitor remains in use. No patient complications have been reported as a result of this event.